Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, increased capture threshold and non-sustained rv oversensing due to lead noise were observed. X-ray revealed externalized conductors in the medial and proximal part of the lead. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition after the procedure.